Event description:
It was reported that the user experienced hyperglycemia after switching from insulin pens to insulin vials, noted higher than usual insulin usage, and confirmed no occlusion alerts, no scar tissue at the infusion site, and normal carbohydrate intake; the user was uncertain whether prior pens were u100 or u200, and they performed a ¿ghost¿ meal announcement while already high, which was discouraged due to potential maladaptation of the system. Symptoms included elevated blood glucose with an on-device reading of 364 mg/dl trending downward. Outcomes included user education on appropriate meal announcements and guidance to verify insulin concentration consistency between pens and vials. Investigation included review of system data trends and troubleshooting with the user. Investigation of this case revealed that hyperglycemia was present without device alarms, with potential contributory factors including a change in insulin formulation or concentration and user interaction that could affect algorithmic adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.